Event description:
A patient consented to undergo pfo-hde closure. During the procedure after the patent foramen ovale was crossed with the amplatzer exchange wire and after heparinization, but prior to device deployment, the patient coughed up approximately 2-4 teaspoons of blood. Anticoagulation was reversed and the procedure was aborted. The patient was transferred to ccu for observation for presumed wire perforation of pulmonary vein. Consults with surgery and pulmonary were done; however, no further intervention was required, because the patient had no further hemoptysis. The patient's procedure was rescheduled and completed without further complications in 2003. The patient was discharged the following month and has been followed by the physician.